Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing audible tones. An interrogation of the device was performed and it was found that a lead integrity alert was triggered on the right ventricular (rv) lead due to sic (sensing integrity counter) and hrns (high rate non-sustained) episodes. There were also two alerts triggered for rv lead impedance out of range for high/undefined pacing impedance. It was also noted that potential oversensing was observed on stored egms (electrograms). A possible lead fracture was suspected. The rv lead was explanted and not replaced as the patient received a competitor sub q implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.